Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions). Corrected fields: h6(medical device ¿ problem code). After multiple gfe attempts made information regarding patient involvement, what repairs were conducted and what checks were made was not met with a response. It is unclear if a getinge field service engineer was dispatched to evaluate the unit. Since there was no reply to the gfe attempts this record will be closed and reopened if new information becomes available. Update: the record was closed as the customer did not provide a po and an engineer was not dispatched.

Event description:
N/a.

Manufacturer narrative:
Due to character restrction in block e1 event site telephone (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) have a low helium gas error message. There was no harm or injury reported